Event description:
Procedure: ophthalmic (buckle). According to the reporter: pt experience infection after surgery and was given topical and/or oral antibiotic. Pt's buckles were removed along with any visible silk suture or tissue damage. Blood loss was not over 250 ccs, or time was normal, and re-operation was due to tissue damage.

Manufacturer narrative:
Date of initial report sent: 06/18/2009.